Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. The customer stated that the patient was an adult.

Event description:
It was reported that a methotrexate infusion was initiated at 0130 on (B)(6) 2019 to infuse at a rate of 47ml/hour with a vtbi of 1131ml for the duration of 24 hours, however, the infusion took an additional 6 hours to complete. The infusion completed at 0730 on (B)(6) 2019 instead of the expected 0130 on (B)(6) 2019. The pump had been paused only briefly for occasional lab draws. The customer further stated that there were no adverse effects caused to the patient from the event.

Event description:
It was reported that a methotrexate infusion was initiated at 0130 on (B)(6) 2019 to infuse at a rate of 47ml/hour with a vtbi of 1131ml for the duration of 24 hours, however, the infusion took an additional 6 hours to complete. The infusion completed at 0730 on (B)(6) 2019 instead of the expected 0130 on (B)(6) 2019. The pump had been paused only briefly for occasional lab draws. The customer further stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The customer complaint of a methotrexate under infusion could not be definitively confirmed. The pcu event logs showed that the reported source pump module s/n (B)(6) was programmed to infuse at a rate of 47ml/hour with a vtbi of 1131 ml for the duration of 24 hours. The primary volume infused was determined to be approximately 1357 ml (¿29hr 53min). This would have been approximately 5 hours and 53 minutes longer than the initially programmed 24-hour infusion. A one-hour timed rate accuracy test was performed on the source device. Results indicate that the system is in specification with no issues observed. During testing, there were no periods of unregulated flow observed. The root cause of the reported methotrexate under infusion could not be determined.